Event description:
It was reported that the customer had high blood glucose levels of 163 mg/dl. The customer reported that the insulin pump had a couple of dark clouds on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, scratched reservoir tube window, burn marks on display window and case noted during visual inspection. There was no damage to liquid crystal display window.